Event description:
On (B)(6) 2015, a physician assistant (pa) from (B)(6) reported a pt had numbness and tingling sensation 2 weeks post injection with 2 syringes of radiesse and 1 syringe of belotero. The pa said the area had appearance as if there was some kind of insect bite. On (B)(6) 2015, dr. Called merz to provide additional info. A female pt in her late 50s was injected 2 weeks ago with two 1.5cc syringes of radiesse to the nl, ml and malar areas, and 1cc of belotero to the vertical lip lines. The pt was scheduled to return to the office on (B)(6) 2015 for a chemical peel but woke up with the lower 1/3 of her face, primarily the chin area, swollen and red. Dr. Depasquale saw pictures of the pt. The area of concern appeared to be where the radiesse was injected. The chemical peel was canceled and pt was started on clindamycin. The pt presented to the office (B)(6) 2015 to see dr. The swelling to the chin area was much improved but the mid-face was swollen. The area under pt's right eye was swollen. Dr. (B)(6) started pt on prednisone. The pt had a reaction to prednisone earlier in life, not severe, so doctor advised her to try one and see how she reacted. The physician did note that, upon palpation, the swollen area feels like soft tissue. It is not firm. This was pt's first infection with fillers. On (B)(6) 2015, follow up info was received from (B)(6), pa. Stated pt was seen on monday or tuesday of this week and is doing well. Pt is still on the prednisone and is scheduled to complete that on friday.

Manufacturer narrative:
The device history record for the injected radiesse lot was not reviewed as the lot number was unk.